Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
1 reported false positive sars result for 1 patient. Unknown if the patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated an additional patient event which is captured in a separate report.